Event description:
The customer stated that the cell-dyn analyzer did not detect a waste full container. The customer inspected the waste outlet cable and connections with no damage or issue identified by the customer. The waste outlet tube assembly will be replaced in order to resolve the issue.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The customer's meter has been requested back for investigation, and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported she received erratic readings of 84mg/dl obtained at 5:21pm, 132mg/dl obtained at 7:31pm and 108mg/dl and 111mg/dl obtained at 8:21pm on her fs freedom meter on (B)(6) 2010 and as a result experienced symptoms of "nervousness and high blood pressure" which prompted her to go to a health care facility. No specific diabetes-related symptoms, serious injury or diagnosis were reported however, customer stated she was treated with IV saline and further explained that she was recently taken off antibiotics which "could have interfered with her blood sugar readings". No additional information was provided. There was no report of death or permanent impairment associated with this report.